Manufacturer narrative:
The device was not returned for evaluation; therefore, an analysis was not performed. X-ray images were provided and confirmed the bend in the nail, and incomplete consolidation in the patient. The bend may have been due to the forces applied to the nail from patient weight bearing prior to full bone consolidation. A review of the lot history record for the device revealed that the device met all of the required quality inspections and that the products were released within specifications.

Event description:
It was reported that the patient's x-ray revealed the precice nail was damaged. The physician revised the nail without incident.